Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's thyroiditis"), seizure ("seizures") and loss of consciousness ("loss of awareness") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included nausea, emesis, chronic fatigue syndrome, asthma, fibromyalgia, hypothyroidism, raynaud's disease, pott's disease, traumatic brain injury, cesarean section, wrist surgery, loop electrosurgical excision procedure, acute maxillary sinusitis, sacro-iliac pain, hematuria, fibromyalgia and arthralgia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain, abdominal pain lower, allergy to metals, menstrual cramps, hives, thrombosis leg, bipolar disorder, hyperthyroidism and myalgia. Concomitant products included ibuprofen, levothyroxine sodium, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phentermine hydrochloride, promethazine hydrochloride (promethazine hcl), salbutamol sulfate (proair hfa) and sumatriptan. In 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), insomnia ("hormonal changes describe : insomnia"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain./gradual weight gain with thyroid problems"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant) and loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("lower back pain"), pain in extremity ("upper leg pain/lower legs"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain/pain n joints in feet"), asthenia ("weakness") and condition aggravated ("flare"). The patient was treated with surgery (essure implant removal-bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, adnexa uteri pain, back pain, pain in extremity, neck pain, musculoskeletal pain, arthralgia, asthenia and condition aggravated was resolving and the fatigue, autoimmune thyroiditis, fibromyalgia, raynaud's phenomenon, insomnia, migraine, headache, allergy to metals, seizure, gastrooesophageal reflux disease, weight increased, loss of consciousness and chronic fatigue syndrome outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, arthralgia, asthenia, autoimmune thyroiditis, back pain, chronic fatigue syndrome, condition aggravated, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, insomnia, loss of consciousness, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, raynaud's phenomenon, seizure and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : 2008 describe when you took leave and the reason: date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: myalgias and polyarthritis hashimotos thyroditis symtoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via paaatients medical record : pelvic pain. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : follow up 1 and 2 process together.following events were added : autoimmune disorder type of disorder: hashimoto's thyroiditis, fibromyalgia,raynauds, hormonal changes describe : insomnia, migraines, headaches, nickel allergy, seizures, gastrointestinal or digestive system condition type: reflux, weight gain,ovaries pain, lower back pain, upper leg pain/lower legs, neck pain, shoulder pain, weakness, loss of awareness, chronic fatigue syndrome, flare ,essure confirmation test(s) conducted : no.reporter information added.concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three cylindrical segments of coiled metal'), embedded device ('embedded within the lumen is a coil-shaped segment of metal'), pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis'), loss of consciousness ('loss of awareness') and seizure ('seizures') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included nausea, emesis, chronic fatigue syndrome, asthma, fibromyalgia, hypothyroidism, raynaud's disease, pott's disease, traumatic brain injury, cesarean section, wrist surgery, loop electrosurgical excision procedure, acute maxillary sinusitis, sacro-iliac pain, hematuria, fibromyalgia and arthralgia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain, cramp in lower abdomen, allergy to metals, menstrual cramps, hives, thrombosis leg, bipolar disorder, hyperthyroidism, myalgia, inflammation, allergy to antibiotic, latex allergy, fruit allergy (allergic to melon, treenut) and paratubal cyst. Concomitant products included ibuprofen, levothyroxine sodium, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phentermine hydrochloride, promethazine hydrochloride (promethazine hcl), salbutamol sulfate (proair hfa) and sumatriptan. In 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), insomnia ("hormonal changes describe : insomnia"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain./gradual weight gain with thyroid problems"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced loss of consciousness (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("lower back pain"), pain in extremity ("upper leg pain/lower legs"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain/pain n joints in feet"), asthenia ("weakness") and condition aggravated ("flare"). The patient was treated with surgery (essure implant removal-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, autoimmune thyroiditis, loss of consciousness, seizure, fatigue, fibromyalgia, raynaud's phenomenon, insomnia, migraine, headache, allergy to metals, gastrooesophageal reflux disease, weight increased and chronic fatigue syndrome outcome was unknown and the pelvic pain, adnexa uteri pain, back pain, pain in extremity, neck pain, musculoskeletal pain, arthralgia, asthenia and condition aggravated was resolving. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered adnexa uteri pain, allergy to metals, arthralgia, asthenia, autoimmune thyroiditis, back pain, chronic fatigue syndrome, condition aggravated, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, insomnia, loss of consciousness, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, raynaud's phenomenon, seizure and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : 2008 describe when you took leave and the reason: date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: myalgias and polyarthritis hashimotos thyroditis symtoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain concerning the injuries reported in this case the following events were described in patients medical record : embedded within the lumen is a coil-shaped segment of metal, three cylindrical segments of coiled metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three cylindrical segments of coiled metal'), embedded device ('embedded within the lumen is a coil-shaped segment of metal'), pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis'), seizure ('seizures') and loss of consciousness ('loss of awareness') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included nausea, emesis, chronic fatigue syndrome, asthma, fibromyalgia, hypothyroidism, raynaud's disease, pott's disease, traumatic brain injury, cesarean section, wrist surgery, loop electrosurgical excision procedure, acute maxillary sinusitis, sacro-iliac pain, hematuria, fibromyalgia and arthralgia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain, cramp in lower abdomen, allergy to metals, menstrual cramps, hives, thrombosis leg, bipolar disorder, hyperthyroidism, myalgia, inflammation, allergy to antibiotic, latex allergy, fruit allergy (allergic to melon, treenut) and paratubal cyst. Concomitant products included ibuprofen, levothyroxine sodium, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phentermine hydrochloride, promethazine hydrochloride (promethazine hcl), salbutamol sulfate (proair hfa) and sumatriptan. In 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), insomnia ("hormonal changes describe : insomnia"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain./gradual weight gain with thyroid problems"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant) and loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("lower back pain"), pain in extremity ("upper leg pain/lower legs"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain/pain n joints in feet"), asthenia ("weakness") and condition aggravated ("flare"). The patient was treated with surgery (essure implant removal-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, fatigue, autoimmune thyroiditis, fibromyalgia, raynaud's phenomenon, insomnia, migraine, headache, allergy to metals, seizure, gastrooesophageal reflux disease, weight increased, loss of consciousness and chronic fatigue syndrome outcome was unknown and the pelvic pain, adnexa uteri pain, back pain, pain in extremity, neck pain, musculoskeletal pain, arthralgia, asthenia and condition aggravated was resolving. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered adnexa uteri pain, allergy to metals, arthralgia, asthenia, autoimmune thyroiditis, back pain, chronic fatigue syndrome, condition aggravated, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, insomnia, loss of consciousness, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, raynaud's phenomenon, seizure and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: 2008. Describe when you took leave and the reason: date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: myalgias and polyarthritis hashimotos thyroditis symtoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain concerning the injuries reported in this case the following events were described in patients medical record : embedded within the lumen is a coil-shaped segment of metal, three cylindrical segments of coiled metal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Events added: embedded within the lumen is a coil-shaped segment of metal, three cylindrical segments of coiled metal. Reporter's information and medical history was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.